Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported as troubleshooting performed that they tried adjusting the pump and it made no difference. It was indicated that as action taken to resolve the severe groin pain they were referring the patient to another hcp who wanted a note and that they dictated and sent one, but the hcp had not hear anything further. The cause of the severe groin pain and pump not working was unknown and it was unknown if the issues had been resolved. The patient¿s weight at the time of the event was (B)(6) pounds. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that they thought something was wrong with the pump and that they did not think the pump was working correctly. It was indicated that the pump was not alarming and that the patient had not falls or trauma. It was noted that the patient had been experiencing severe groin pain for about two months, which was considered a gradual change in therapy/symptoms. It was detailed that the patient¿s pain was groin pain and had been getting worse. It was stated that the patient felt like they were being kicked repeatedly day and night in the groin and it was hard for the patient to ride in the car because they would feel every bump. It was noted that they had called the doctor and the doctor told them that they had been trying to reach a manufacturer¿s representative (unknown representative) for one to two weeks now and they were not getting back to the doctor. The doctor told them they were waiting for a representative to call them back for one to two weeks as of (B)(6) 2017. No further complications were reported.